Manufacturer narrative:
Based on the complaint details, it was determined that the hanging mechanism relates to the pump's hook. This hook is used to attach a pump to the bed's footboard. According to product instruction for use (IFU), there are three possible ways to install the pump, from which using bed hooks is an alternative way. 1. The pump should be placed feet down on any convenient horizontal surface or 2. Alternatively suspend the unit with the use of bed hooks 3. The pump may also be secured with the use of an alternative solution, such as the additional bracket mounted to the bed frame. IFU indicates that "the appropriate solution should be chosen to ensure patient safety". It is unknown what type of bed was used and whether the selected option was optimal for this patient. There are no details on what could be the issue with the pump. The pump has not been available for inspection. In the report, there were no details on the serial number or who reported the issue. Therefore, there is not enough information to determine the cause of the laceration. This pump was used for patient treatment when the injury occurred, and from that perspective, it failed its performance specification. There is no indication in the description that a serious injury occurred. This complaint has been decided to be reportable taking a conservative approach due to the limited information provided.

Event description:
Following the customer report which was submitted to the medicines and healthcare products regulatory agency (mhra) in united kingdom, a patient received a laceration to the top of his foot due to catching it on the hanging mechanism of a flowtron acs900 pump which was hanging on the foot of his bed. There are no customer details in the report, no serial number provided.

Manufacturer narrative:
Investigation is ongoing. Once the investigation is completed, a supplemental report will be submitted. H3 other text : unknown customer's details not allowing to reach out to the product